Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut - middle part of eye [eye injury], cut - under eyelid [eyelid injury], eye was painful [eye pain], watery, (irritable, burning) eye [lacrimation increased], (watery,) irritable, burning eye [eye irritation], eye was blurry [vision blurred], middle bit of the head and the handle popped off, cut under eye lid and middle part of eye / head came off toothbrush, the metal bit went straight into eye [injury associated with device], middle bit of the head and the handle popped off - oral-b toothbrush / head came off toothbrush [device breakage]. Case description: a female consumer of unspecified age reported via social media on (B)(6) 2016 that when she was cleaning her teeth with an oral-b rechargeable toothbrush, version unknown the metal bit went in her eye. The case outcome was unknown. No further information was provided. On 14-dec-2016 received follow-up phone call from consumer: the consumer, an adult female of unspecified age, reported that she was brushing her teeth with an oral-b advanced power toothbrush, version unknown on the morning of (B)(6) 2016, and the middle bit of the head and handle popped off and went in her eye. She described that it cut under her eyelid and the middle part of her eye. She explained that she purchased the toothbrush 3 months ago, and the toothbrush heads came with it. She reported that she went straight to the opticians, as her eye was blurry and painful. The opticians referred her to the hospital into the eye department, and they looked into her eye and said she was "lucky to have kept" her eye as they "hadn't seen a case like this before". The consumer stated that she was given eye drops and ointment. She was told that should couldn't go to work this week as she was a cleaner. She stated that her eye had improved a little, but it was still burning slightly, irritable, and water was coming out of it; she asserted that these symptoms also began on (B)(6) 2016. The consumer noted that she was able to see out of her eye. She reported that she had used the product twice a day, but had discontinued use of the toothbrush on (B)(6) 2016. The case outcome was improved. Other relevant history: allergies - none. No further information was provided. On 13-jan-2017 received consumer's questionnaire and letter: questionnaire: the consumer, a (B)(6) female, reported that she was cleaning her teeth and the head came off of her toothbrush and the metal bit went straight into her eye. She stated that she had used the product for over a year before this problem occurred, and discontinued use of the toothbrush in (B)(6) 2016. She noted that her symptoms had lasted 2-3 weeks, and she did not try to reuse the product. When asked if the problem had cleared, she replied "n.a." She stated that she'd had loads of oral-b products over the years. She consulted her doctor at the hospital, and the doctor's treatment was eye cream. The case outcome remained improved. Other relevant history: concomitant medications - none. No further information was provided. Letter: the consumer reported that she contacted the doctor, and they told her to go to the accident and emergency department but she went to the optician. At the optician, they checked her eyes, gave her a letter, and told her to go to the accident and emergency department as "was not happy". She went to the accident and emergency department and saw an eye doctor who checked her eyes again; the doctor gave her eye cream to apply four times a day for five days. The case outcome remained improved. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut - middle part of eye [eye injury]; cut - under eyelid [eyelid injury]; eye was painful [eye pain]; watery, (irritable, burning) eye [lacrimation increased]; (watery,) irritable, burning eye [eye irritation]; eye was blurry [vision blurred]; middle bit of the head and the handle popped off, cut under eye lid and middle part of eye [injury associated with device]; middle bit of the head and the handle popped off - oral-b toothbrush [device breakage]. Case description: a female consumer of unspecified age reported via social media on (B)(6) 2016 that when she was cleaning her teeth with an oral-b rechargeable toothbrush, version unknown the metal bit went in her eye. The case outcome was unknown. No further information was provided. On 14-dec-2016 received follow-up phone call from consumer: the consumer, an adult female of unspecified age, reported that she was brushing her teeth with an oral-b advanced power toothbrush, version unknown on the morning of (B)(6) 2016, and the middle bit of the head and handle popped off and went in her eye. She described that it cut under her eyelid and the middle part of her eye. She explained that she purchased the toothbrush 3 months ago, and the toothbrush heads came with it. She reported that she went straight to the opticians, as her eye was blurry and painful. The opticians referred her to the hospital into the eye department, and they looked into her eye and said she was "lucky to have kept" her eye as they "hadn't seen a case like this before". The consumer stated that she was given eye drops and ointment. She was told that should couldn't go to work this week as she was a cleaner. She stated that her eye had improved a little, but it was still burning slightly, irritable, and water was coming out of it; she asserted that these symptoms also began on (B)(6) 2016. The consumer noted that she was able to see out of her eye. She reported that she had used the product twice a day, but had discontinued use of the toothbrush on (B)(6) 2016. The case outcome was improved. Other relevant history: allergies - none. No further information was provided.